Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was not confirmed by failure analysis. The instrument was inspected under digital microscope and broken cable was not seen. Additional observation not reported by site was the instrument grip cable was derailed. One grip cable was derailed at the distal clevis hub. The yaw motion is non-intuitive as a result. The distal clevis hub does not exhibit any wear. Other cables at wrist were not damaged. Additional observation not reported by site was the instrument main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, main tube scratch marks with light material removal were to recur could cause or contribute to an adverse event.

Event description:
It was reported during da vinci procedure that the prograsp forceps instrument's cable broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.